Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131038.

Event description:
It was reported one of patient's lead had migrated. The issue was confirmed via x-rays. As such surgical intervention is pending to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention where both the leads were explanted and replaced with two new leads reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.